Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt. Device issue: dislodged stent. It was reported that the device was used in the pt before the site realized that the stent was not present on the balloon. It is unk when the stent may have dislodged. The site checked the pt and the packaging; however, the stent was no located. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast visible in the inflation lumen and balloon. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer member 1 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering was unable to complete to evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.